Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 05/22/2008, 05/28/2008, 06/06/2008 and 06/10/2008 by phone and 05/23/2008 by fax and mail. This report was mailed to FDA on: 06/18/2008.

Event description:
A surgeon reported she has a patient with glistenings in their intraocular lens (iol). The surgeon stated this patient has decreased visual acuity. Additional information has been requested.